Event description:
Patient utilizes a medtronic 670g insulin pump system. Patient had continuous glucose monitor (cgm) sensors that malfunctioned. Parent contacted medtronic for replacement sensor. Medtronic stated sensors are back ordered and none are available to ship. Parent was unable to monitor patient's blood glucose continuously. System is unable to be used without cgm. Therefore patient is placed on manual mode. Patient's body is used to being regulated via algorithms in the system. When unable to use the system there is significant hypo-and hyperglycemic (low and high blood sugar) excursions. This results in symptoms (excessive thirst, excessive urination, headaches, irritability, lethargy, shaking, dizziness). These symptoms can progress to severe hypoglycemia resulting in coma and seizure or severe hyperglycemia resulting in diabetic ketoacidosis. When out of auto mode blood glucose elevated from in target range 136 to 293 mg/dl. Patient also experienced a rapid drop in blood glucose when out of auto mode. This patient has other medical diagnoses (tubular) sclerosis, seizure disorder, developmental delay). She is unable to identify or communicate symptoms of low or high blood sugars. This puts her at high risk for severe hypo-and hyperglycemia when out of auto mode. The company receives payment (about 10,000 dollars) for this system and has a responsibility to provide components of the system consistently and reliably without delay as advertised/promised. Failing to do so puts patients at significant risk. This patient had been utilizing a different cgm (dexcom) and had no difficulty obtaining supplies as paid for and needed. The parent switched patient to this system because medtronic advertises that this system is safer (decrease his risk of low and high blood sugars). This system is much less safe for this patient when they are unable to obtain supplies as needed.